Manufacturer narrative:
Concomitant products: 419688, lead, implanted: (B)(6) 2013; d314trg, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance measurements of zero on a few different days. Also, with any left arm movement, there was noise detected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.